Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to reproduce the issue and replaced the universal surgical manipulator (usm) due to persistent 32056 non-recoverable errors. The system was tested and verified as ready for use. Isi did receive the usm to perform failure analysis (fa). Fa was able to reproduce the reported complaint via system logs. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform, where automatic gain control (agc) current test was found to be failing on the pitch searchlight and pitch searchlight flat flex cable (ffc). Once testing was completed, the pitch searchlight and pitch searchlight ffc were tested and verified to be the source of the fault. The probable root cause may be attributed to the pitch searchlight and pitch searchlight ffc.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the caller called in as they were setting up for the case to report that the universal surgical manipulator (usm) 1 was getting an error, and it was disabled. The caller stated that before calling in, they tried recovering from the error and also tried a hard reboot, but the error on the usm 1 remained. The caller stated that after disabling the usm 1, they were proceeding with usms 2, 3, 4. Logs were showing multiple errors on usm 1. The procedure was completing as planned with no reported injury.